Event description:
A customer contacted baxter to report a system error 2240 alarm (air in line) that appeared on the homechoice hc) display during dwell 11 of 15. There was no patient injury and no medical intervention.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample was available and evaluated. However, a lot number was unknown; therefore, a batch review was not performed. This complaint for the system error 2240 (air in line) was not confirmed. Visual inspection, functional and pressure tests were performed on the returned sample with no abnormality observed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq(B)(4).